Event description:
It was reported that the implanted pacemaker alerted due to atrial arrhythmia burden (atrial fibrillation with rapid ventricular response) of greater than 0.5 hours in a 24-hour period. Atrial undersensing was present on some of the stored atrial tachy response electrograms. The alert was adjusted to a higher threshold of 6 hours in a 24-hour period. The pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that the atrial undersensing resulted in some inappropriate atrial pacing that was followed by competitive ventricular pacing and functional loss of capture in the ventricle.